Event description:
An intrathoracic balloon pump catheter was placed in the pt's aorta during a CABG procedure. The pt was recovering post-operatively and an order to pull the catheter was written. Upon removal, the surgeon and resident were met with resistance. The pt became unresponsive and coded. Resuscitative measures were unsuccessful and the pt expired. Alarm on the pump had sounded one hour prior to its removal. The operator was told by the monitor to reset the pump. After resetting/refilling the balloon, the pump resumed working with no further alarm. Upon exam of the balloon after the code 2 small blood clots appeared at the tip of the catheter leading the operator to conclude that the balloon may have leaked during the night. However, the pump never alarmed for blood in tubing even though upon closer inspection after the pt's death the examiner could detect blood in tubing.